Event description:
Primary stability not achieved, implant was completely covered with bone, no thread tap used. Implant did not achieve stability upon insertion, placed new implant and achieved better stability.